Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 277 mg/dl. The customer treated with bolus from the pump. Customer's blood glucose value was 400 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2016 and did not contact their healthcare professional. Troubleshooting was performed. The customer received insulin flow blocked alarm. The customer reported event to be resolved by complete set change. The product was not returned for analysis.